Manufacturer narrative:
During evaluation and investigation, the implants were not available for analysis. The implants are not expected to be returned for the manufacturer review/investigation. The device history records could not be reviewed because identifying information of the product was not reported to paragon 28. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that a paragon 28 jaws staple was implanted for a talonavicular fusion. The staple broke post-operatively at the junction of the staple bridge and leg. The broken staple was revised. The revision date, patient information, and information regarding the patient health after the implant breakage was not reported.